Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes, result codes, conclusion codes), h10. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) would not turn on and generated a high pitched alarm. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) would not turn on and generated a high pitched alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. No logs were available on the iabp at time of service. The fse found that the motor control, solenoid control, power management, & fiber optic were damaged by fluid invasion. To fix the issue, the fse replaced the motor control, solenoid control, power management, & fiber optic. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed evidence of fluid invasion within the iabp unit. At this time, the customer has not approved the repairs for the iabp unit. A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) would not turn on and generated a high pitched alarm. There was no patient involvement, and no adverse event reported.